Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage at tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007471, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007471 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 7 on 29/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e04564 was manufactured according to the wi version 7 and manufactured in the machine itl01 on 25/may/2024, with a total of (B)(4) units. The lot 4e04597 was manufactured according to the wi version 7 and manufactured in the machine sc01 on 26/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.